Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a 29 mm epic mitral valve was implanted in a (B)(6) year-old, male patient. On an unknown date, calcification and a perforation was noted on the valve. The valve was explanted and replaced with an on-x® mechanical valve. The patient is reported to be stable.

Manufacturer narrative:
The results of this investigation concluded all three cusps were fragmented and contained multiple tears. There were calcifications in all three cusps with marked effacement of normal cusp architecture. No acute inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the calcification was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.